Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys tsh assay and elecsys ft4 ii assay results for one patient sample. The initial results were: tsh=0.044 miu/ml, ft4=0.039 ng/dl, these results were not reported out of laboratory. The repeat results were: tsh=2.07 and 2.10 miu/ml, ft4= 1.22 and 1.22 ng/dl. There was no allegation of an adverse event. The reagent lot numbers were: tsh 21513 and ft4 185414. The expiration dates were requested but were not provided. The field service representative checked the analyzer, confirmed the sample and reagent probe alignments, and performed preventive maintenance. The customer reported no further issues following the service visit. A specific root cause could not be identified. For low results with these types of assays, the typical root cause relates to the pipetting of an insufficient amount of sample volume. Most likely there was foam/bubbles on the sample surface, a tilted position of the sample tube due to the non-use of the recommended rack adaptors, or microclots/fibrin filaments in the sample. Based on analysis of the calibration and quality control data provided, a general reagent issue could most likely be excluded.